Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no sound perception with the device.

Event description:
The recipient has no sound perception with the device.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Further in situ measurements show two channels involved in a short circuit due to undetermined reasons. The recipient was re-implanted; however the explanted device has not been received for investigation yet.